Manufacturer narrative:
This report is submitted on january 10, 2018, (B)(4).

Event description:
It was reported by the clinic that the patient developed skin overgrowth at the implant site. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2017, in order to excise excess skin at the implant site. The implanted fixture remains insitu.